Manufacturer narrative:
Lot 14587308: UDI (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited endoprosthesis improper component placement. Additionally, it is recommended to view and confirm the distal position of the iliac end of the device relative to the internal iliac artery to ensure accurate and desired deployment position of the distal aspect of the device. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported after the successful implantation of the trunk ipsilateral leg component on the right side, two contralateral leg components were implanted on the patient's left side. As the second contralateral leg component (plc231200j/14587308) was deployed, the physician reportedly realized that he misread the radiopaque marker and deployed the device distally to the intended position. The patient's left internal iliac artery was unintentionally covered by the device. The physician attributed the misreading of the radiopaque marker to the old fluoroscope used in the procedure with unclear images. It was reported that when the physician deployed the second device (plc231200j) and realized the misplacement, he pushed the plc231200j proximally to avoid placing it in the left external iliac artery. The patient tolerated the procedure.